Event description:
Caller reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.